Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 device evaluated by mfg from "no" to "yes". Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device, loading device and seal. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in the delivery device in a fully opened deployed state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal deployment failure. They made a hole in the aorta with an aortic cutter, inserted the set heart string into the aorta, pushed the plunger, and then pulled out the heart string from the aorta, but the proximal seal did not expand and came out of the blood vessel. Prepare and use another heart string. Bleeding increased a little, but the amount is unclear. It took about 1 to 2 minutes to prepare another heart string. There was no effect on the patient.